Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.